Event description:
Patient arrived to infusion center for a 5fu pump disconnect; 5fu spill (leak at site of cstd) observed to patient's shirt and right chest wall. Patient stated he noticed spill started at approximately 12:00am today; 5fu pump complete and detached from patient. Spill contained and cleaned per protocol. Patient's skin cleansed thoroughly with soap and water. No irritation or skin changes noted. Right chest port flushed and deaccessed. Patient educated on immediately showering upon arrival to home and continuing to observe area for any irritation. He verbalizes understanding and will call with any concerns. FDA safety report ID# (B)(4).